Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen catheter for analysis. Signs of use were observed on the catheter body. Visual inspection did not reveal any defects or anomalies on the returned catheter. Functional testing confirmed the complaint of a blocked distal extension line. Further destructive testing revealed the blockage was formed by biological material within the catheter body. The blockage of blood was found in the catheter body, measuring 122mm from the juncture hub. The catheter body length from the juncture hub to the distal tip measured 22 1/8" or 22.125" , which is within the specification limits of 21.921" - 22.171" per catheter product drawing. The outer diameter of the catheter body measured 0.0780", which is within the specification limits of 0.077"-0.084" per catheter extrusion product drawing. The catheter was functionally tested per the instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush all extension lines, and a blockage was identified in the distal line. No leaks or blockages were observed in the remaining lines. The location of the blockage was identified by inserting a long pin gage through the distal line and noting where resistance was encountered. The catheter body was then cut at the area to reveal the blockage, which was biological material. A manual tug test confirmed the luer hub was securely attached to the extension line. A device history record review was performed, and two potential findings were identified. It was determined the findings were not relevant. The IFU provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture." The customer report of catheter blocked during use was confirmed by complaint investigation of the returned sample. Visual and dimensional analysis did not identify any defects or anomalies that would suggest a manufacturing related issue. Functional inspection revealed that the distal lumen experienced resistance when flushed. Leak testing was performed per bs en iso 10555-1 with no leaks or backflow detected. The catheter body was then cross-sectioned for further analysis which revealed that there was dried biological material blocking the distal lumen. Once the dried material was physically removed, the two lines were flushed again and then no resistance observed. The blockage created by the dried biological material likely led to the inconsistent flow issues that were reported by the customer. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event as the biological material occluded the lumen during use. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that, right after placement of the catheter, the user was unable to aspirate blood from the distal lumen, and unable to inject into it. The lumen seemed to be blocked. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, right after placement of the catheter, the user was unable to aspirate blood from the distal lumen, and unable to inject into it. The lumen seemed to be blocked. Therefore, the catheter was removed and replaced with a new one. No injury to the patient occurred.